Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. Product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
A consumer reported the pump was not working correctly. The dose was adjusted up 50% and down 25%, but the patient had no change in therapy. The patient was receiving intrathecal dilaudid (hydromorphone) therapy. The patient reportedly had thirteen to fourteen spine surgeries, and they had pain. They had a high tolerance to pain. They were indicated for the following uses: non-malignant pain and failed back surgery syndrome.